Manufacturer narrative:
The reported event of not alarming for air in line file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported that they visually noticed many large air bubbles in the set after it passing through the air in line sensor and the device did not alarm for air in line. There was no patient harm.